Event description:
It was reported the patient presented prior to a generator change. Upon interrogation, it was observed that the implantable cardioverter defibrillator (ICD) oversensed noise of the patient's left ventricular assist device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing and noise was confirmed. Tech services confirmed oversesned noise in the device image. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.